Event description:
In 2007: implantation of a total knee prosthesis. On (B)(6) 2009: revision surgery and implantation of the endo-model rotational knee system. On (B)(6) 2010: pt felt pain in knee and reported of problems during movements. On (B)(6) 2011: revision surgery with exchange of the rotational bushing in a hinge mechanism.

Manufacturer narrative:
This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.